Manufacturer narrative:
G4:03mar2021. H11:g5:k102985. H10: after numerous attempts to obtain information on the repair of this device have been unsuccessful. This complaint is being closed. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported having trouble with battery and it just replaced. The customer confirmed the reported failure. They identified the unit would not operate on battery power and battery was due preventive maintenance (pm) replacement (5 year). After the battery was replaced the unit still would not operate on battery power. The customer just installed the new battery and it has not been charged, battery voltage is reading 14.5vdc. The battery light emitting diode (led) is flashing indicating the battery is being charged. The remote service engineer (rse) advised the customer to allow the battery to charge until the battery led goes steady. After, the (rse) recommends performing performance verification testing (pvt) before placing into use. The unit was not in use, and there was no patient or user harm reported.